Event description:
Baxter pump programmed to infuse heparin at prescribed rate; however, no medication was infused into patient. New bag was hung at beginning of shift. Pump settings and medication verified via 2 rn's. Noon anti-xa result was much less than previous result. Pa notified. Lab redrawn and result was again subtherapeutic. Pa and charge rn notified.